Manufacturer narrative:
The MFR's service representative performed an on-site investigation, and was unable to duplicate the reported problem. The system was tested and is operating as intended.

Event description:
The customer reported that the 9800 system was unable to rotate the images. No pt injury was reported.